Event description:
It was reported the device may have depleted prematurely. The patient went to the hospital on (B)(6) 2012 for a follow-up and it was found the device was working properly and with the battery status as ok. Approximately 2 months later the patient went in for a follow-up in another hospital and the device was found to be completely depleted and at end of service (eos). The patient's symptoms had returned. The device was replaced the day prior to report date.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the battery had normal end of life. Telemetry and output was okay.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.